Event description:
It was reported that the pacemaker from the system triggered a lead safety switch due to low impedances out of range on this right ventricular lead (rv). Technical services discussed troubleshooting options and the patient will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).